Manufacturer narrative:
Device return evaluation was completed . The customer complaint of air or water flow issue was confirmed. Device evaluation service repair noted the following: a full technical evaluation was completed in accordance with the original equipment manufacturer (ome) specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of endoscope was observed due to a clogged nozzle. In addition, service repair found the following wear and tear defects: c-cover scratched the replacement of nozzle, c-cover are required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "air or water flow is weak or ineffective", difficult to enter air during leak test (pressure is difficult to enter from the venting connector). There was no patient harm, no user injury reported due to the event. Device evaluation found the nozzle is clogged with foreign material. This report is being submitted for clogged nozzle (with foreign material) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. The following is included in the reprocessing manual: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following is included in the operation manual: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.